Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery upon trialing.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the center post fractured off. That piece was disposed of in the field after cleaning. The lateral side of the surface where the reference number is has some nicks and scratches. This lot has been in the field for more than one year and 11 months. It is unknown how many times the device was used. These device is used for treatment. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is a previously addressed design issue.